Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The nurse did not have the insulin pump with her to perform any troubleshooting. The customer and doctor asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.